Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t3-iliac. It was reported that the tip of the driver broke during screw adjustment. The broken portion was retrieved from the patient. No patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The pin on the retaining collar has also been sheared. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.